Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusion), h10, h11. Corrected fields: h4. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse replaced the ac power cord. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that the ac power cord needed replacement. Although the iabp was released to the customer and cleared for clinical service, repairs are ongoing. A supplemental report will be submitted if additional information is provided. The full event site address is (B)(6).

Event description:
It was reported by the customer that during a routine check on the cardiosave intra-aortic balloon pump (iabp), it was discovered that the ac power cord was broken. There was no patient involvement, thus no adverse event reported.